Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 507652 lead: (B)(6) 2014. (B)(4).

Event description:
It was reported that a right atrial (ra) lead dislodgement was discovered during the post-op check. The lead was repositioned back in the atrium later the same day. The lead remains in use. No patient complications have been reported as a result of this event.